Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2204. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. E1: unk reporter. Investigation summary: this is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show boxes with a label with the product code gst60b, lot # t43u14, exp. Date: 2026-11-30. However, the lot code 791a82 seen in the barcode does not match the printed lot code. The t43u14 lot number which is not found in our quality tracking system. The lot 791a82 number was reviewed, and it belongs to a gst60g reload. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2025-04-30. A lot trace was performed on the lot provided and it was concluded that the file is confirmed as a diversion. Based on the photos reviewed, the suspect diversion and the counterfeit product are confirmed.